Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy/gastric tube. According to the rptr. At loading, suture broke when it was pulled out from cartridge. Used another for surgery. The suture was easily torn off as if it was deteriorated. No pt harm. Operating room time not extended.